Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not power on. A field service engineer replaced the drawer controller board to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was not turning on. The customer stated that there was a 1 hour delay in dispensing workflow. There were no adverse events or injuries reported based on this event.